Manufacturer narrative:
Product evaluation: the product was returned and the reported complaint of a cracked optic was not observed. The optic was scratched, which may have been interpreted as the reported complaint. Product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: the root cause could not be determined by the evaluation. The reported complaint was not observed. Lens damage was observed. Due to the presence of blood and surgical solution, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A surgeon reported noting a crack on the intraocular lens (iol) after insertion. The iol was removed and replaced during the same procedure. The reporter stated that the temperature of surgery room was cold and the lens material seemed harder than usual. Patient impact is unknown. Additional information has been requested.